Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary stent bypass graft procedure. Because the pt had small femoral vessels, there was some difficulty in passing the 21 fr endoarterial return cannula. An additional 21 fr earc was placed in the outer femoral artery to allow adequate cpb flows. The case was completed without incident. The pt developed a thrombosis of the femoral artery on the day following surgery & required a repair of the vessels with a patch graft. The pt recovered without further complications & was discharged on post operative day number 3.